Event description:
It was reported that during the implant procedure the physician experienced difficulty cutting the catheter. The physician felt the catheter was "dried." A new catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the catheter was returned in two pieces with several kinks on the shaft and spiral slitting. The catheter was slit throughout the entire shaft including the distal end. The returned catheter was not observed to be abnormally stiff or dry.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).